Manufacturer narrative:
Insulin pump received not stuck in the manufacturing mode. Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08660 inches. Insulin pump was received with normal operating currents. No unexpected replace battery now alarm noted. However, unexpected replace battery alarm noted in the insulin pump history due to connector resistance (printed circuit board). The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, serial number label fading and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had replace battery now alarm and customer was hospitalized on (B)(6) 2017 due to high blood glucose of 500 mg/dl. Significant events leading to hospitalization were vomiting and fever. Customer did not receive a low battery alert prior to the replace battery now alarm. The current blood glucose was 280 mg/dl mg/dl. Customer declined troubleshooting of the high blood glucose. Troubleshooting determined that, the insulin pump should be replaced. Customer advised that, they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.